Manufacturer narrative:
Update: h6. This event could be confirmed by reviewing the label itself. The label was reviewed by quality, and it was noted that the operator selected the incorrect manufacturing date in factory edge, which is a manual process. The operator chose august instead of may, which caused the expiry date to be off by 3 months. Sterility can only be guaranteed by 2025-02-01, but the label states 2025-05-01. This event was noticed internally because the manufacturing date is entered in another system after shipment, and this software would not allow a future date 2023-aug-01. This event does not involve any device failure, malfunction, or performance issues. H3 other text : n/a.

Event description:
It was reported that it was discovered prior to the procedure that the manufacturing date and expiration date on the label were incorrect. It was revealed that the incorrect manufacturing date was selected; august instead of may, causing the expiration date on the label to be three months off. The expiration date should have been 02-01-2025 but appeared as 05-01-2025.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that it was discovered prior to the procedure that the manufacturing date and expiration date on the label were incorrect. It was revealed that the incorrect manufacturing date was selected; august instead of may, causing the expiration date on the label to be three months off. The expiration date should have been 02-01-2025 but appeared as 05-01-2025.